Manufacturer narrative:
The distal setup joint (suj) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the issue. The axes controller tornado (act), wire harness and setup fru lower (sfl) on the distal suj were defective. The universal surgical manipulator (usm) has been evaluated by the fa team. Fa was not able to reproduce the reported issue. Review of the system logs confirmed no related error. Fa confirmed no functional issue. The proximal suj has been evaluated by the fa team. Fa was not able to reproduce the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted salpingo-oophrectomy surgical procedure, the system displayed multiple error code 319. The customer received phone assistance from the technical support engineer (tse). The customer power cycled the system several times and performed an emergency power off (epo); however, the error fault remained persistent. The user continued with the procedure under this condition. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the distal and proximal set-up joint (suj) and universal side manipulator (usm) arm 4. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the replaced parts; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.